Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted the mesh to be infected and densely adherent to the small bowel. He also noted the presence of multiple serosal tears and indicated that the mesh had formed a large meshoma. In addition, a CT scan revealed inflammatory changes. It was reported that the patient experienced chronic severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/22/2021.